Event description:
It was reported that the right ventricular lead had been previously capped on (B)(6) 2012 after inappropriate therapy due to oversensing noise. During lead extraction on (B)(6) 2023, a portion of the lead broke off. The lead remnant remains in the right ventricle and retrieval was not attempted. The patient was stable and asymptomatic.